Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing. The device gave an error alarm with the error message of "1720". This indicates an issue with the device's backup capacitor. The device met with specifications after the backup capacitor was replaced.

Event description:
Information was received that this smiths medical cadd legacy 1 pump exhibited lec 1720. No reported adverse effects.